Manufacturer narrative:
Samples received: 72 unopened pouches. Analysis and results: there are no previous complaints of the same batch. We manufactured and distributed in the market (B)(4) of this batch. There are no units in our stock. We have received 72 closed samples for analysis. Tightness test to the samples received has been performed and all units are tight. We have tested the needle attachment of the samples received and the results fulfil requirements: 0.77 kgf in average and 0.51 kgf in minimum (requirements: 0.69 kgf in average and 0.35 kgf in minimum) reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil b.braun surgical requirements. Final conclusion: although the results of the samples received fulfil b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going h3 other text: device not returned.

Event description:
Country of complaint: (B)(6). It was reported that the thread detached from the needle.